Manufacturer narrative:
As no further information is expected at this time, our investigation is completed.

Event description:
It was reported that this device was removed due to infection. The patient underwent pocket debridement. No other adverse effects were reported and no return of product is expected.